Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was still having some issues and fluctuations with her blood glucose. Customer was scheduled for a follow-up with her doctor tomorrow. Customer had unexplained low blood glucose of 40 mg/dl today. Customer was not sure why or if it was because she had been so busy earlier. Customer stated that her blood glucose went from 88 to 40 mg/dl within a short amount of minutes.